Manufacturer narrative:
MFR's comment: this report does not change the safety profile of seprafilm.

Event description:
Chemical peritonitis [slurry] [peritonitis]. Case description: a spontaneous report was received from a healthcare provider on (B)(6) 2010 regarding a (B)(6) female pt (B)(6) who experienced chemical peritonitis after treatment with seprafilm slurry. Past medical history included an appendectomy. The pt's preoperative diagnoses were pelvic pain, dyspareunia secondary to uterine retroversion, polycystic ovarian syndrome, irregular uterine bleeding, and morbid obesity. The pt underwent robotic laparoscopic lyses of pelvic adhesions, uteropexy, chromo hydrotubation, and dilation and curettage on (B)(6) 2008. Ancef 1g was administered prior to the procedures. General endotracheal anesthesia was administered. Extensive tubo-ovarian adhesions were lysed under a magnified view and completely freed from the pelvis. There were extensive broad ligament adhesions, and all were lysed. The pelvis was copiously irrigated. A uteropexy was performed. Seprafilm slurry was prepared using three full five inch by six inch sheets of seprafilm crumpled and cut in 40cc of saline and placed in a syringe. The slurry was administered to prevent recurrent adhesions. The robotic system was undocked and the original uterine manipulator did not allow for proper hydrochromotubation, so this was replaced with a jarcho basic cannula. Hydrochromotubation was successful demonstrating left tubal patency. The right fallopian tube looked normal in its entirety, and did not show patency presumably because of easy flow through the left side. Omental adhesions in the right abdominal wall were lysed under direct visualization with scissors. The endocervical canal was dilated and curetted gently to sample the endometrial cavity. The uterine curettings were scant. Estimated blood loss for the procedure was 50cc. The pt was awakened, extubated, and transferred to the recovery room in good condition. Post operative diagnoses were reported as extensive pelvic adhesions with tubo-ovarian and ovarian pelvic side wall adhesions and patent fallopian tubes. The hcp did not comment on relationship of seprafilm slurry to the event of chemical peritonitis. At the time of this report, the outcome of the pt is unk. For additional events from this reporter see (B)(4).